Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
It was reported that during a arthroscopic rotator cuff repair with a purevue camera system, the surgeon attempted to connect the she_2rstck_5.9,70,167cw_ mitek sheath device and the obt_button_4.0,167cw_mitek obturator device, but it was difficult to insert the obturator smoothly into the sheath. It was further reported that it was difficult to remove the obturator from the sheath. Therefore, the sheath and obturator devices were replaced with another sheath and obturator. There was no harm to the patient and no surgical delay. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.